Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the patient experienced residual astigmatism and decreased visual acuity post-implant of a model zct100 intraocular lens in the right eye. The lens was explanted and exchanged for another iol of a different model and diopter power. There was no incision enlargement, vitrectomy or suture required. Visual acuity pre-op (pre-initial implant): 20/40 -2. Visual acuity post-op (post-initial implant): 20/30 -2. Visual acuity post-op (post-replacement): 20/40 +2. The patient was reported doing well when discharged.